Event description:
It was reported to philips that the system gave an alert indicating a problem with the tube rotor/anode and cooling unit, preventing imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.